Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to 2 high out of range right atrial (ra) pacing impedance measurements of more than 3000 ohms. Additionally, the device recorded several events due to noise during unipolar sensing and atrial tachycardia response (atr). The patient was hospitalized at the time this issue was reported. Boston scientific technical services (ts) recommended testing the ra lead and reviewing the noise episodes to determine the source of the noisy signals. The patient was checked in-person, stress tests were performed in bipolar sensing and no noise was observed. The system was reprogrammed to bipolar sensing and the patient was scheduled for a follow-up visit. At this time, this pacemaker and non-boston scientific ra lead remain in service, and there were no adverse patient effects reported.